Event description:
Pt had malfunction with her tubing (set, ext 36" ultra-microbore), set. Tubing was missing the white cap to connect the tubing to the pump when she opened it. She did have another tubing available to use. Pt called back and provided the lot number 3549145. The product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the product. Pt had extra tubing set. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.